Event description:
Reporting status: death. Reporting rationale: delay in the procedure resulting in death. Device issue: difficult to insert. It was reported that an attempt was made to insert the device into the guiding catheter; however, it was realized that a larger guide was needed; therefore, it was removed and replaced with a larger guiding catheter. The stent was deployed without issue and the perforation was sealed; however, the patient had lost too much blood and had become very unstable and expired. It was noted that there were no issues with deployment. No additional event or patient information is available.